Event description:
Information was received indicating that a smiths medical pump was burned in several places. There were no reported adverse events.

Manufacturer narrative:
Information was received on 3-mar-2021 indicating that there was no harm to the patient. Device evaluation completion date: (B)(6) 2021. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was confirmed, front and rear case appeared burnt. Service will replace both front and rear cases to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.